Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon resection procedure the device was difficult to close on the rectum. The device cut and stapled, but the device was not able to open once fired. The device was pulled off the rectum and the procedure was completed without needing another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r57150. Device evaluation: the analysis results showed that the cs40b device was received with the pushrod button detached, the pin guide damaged and with a reload loaded in the device. The reload was received damaged, void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. The returned reload was pulled out of the device and placed back on. Due the condition of the device no functional test was performed. The condition of the device and reload indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.